Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer tried to prime a second time but the alarm occurred again. The drive support cap is protruded. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.